Event description:
The customer reported that the 9800 system monitor screen was black. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was replaced, and the generator was recalibrated. The system was tested and operates as intended.